Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a revision decompression and l3-l5 fusion surgery due to spondylolisthesis and intra-op, the surgeon was having difficulty seating the beale and threading the set screws. 2 set screws sheared at the base so were replaced and the inner 2 prongs on the beale were bent out of shape. Beale also appeared slightly twisted and did not fit back on the set. The product came in contact with the patient. The product broke but no fragment of the product remained inside the patient.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated near the start of the thread, and is consistent around the damaged portion of the threads. The above observations are consistent with misalignment of the mas and set screw during construct assembly.